Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the pump was emitting "error codes"'; however, did not know what the codes were. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 17-jun-2019 with the following findings: review of the black box data and pump history revealed data from the date of the alleged issue on (B)(6)2018 had been overwritten due to continued use of the pump by the patient after the alleged issue occurred. On investigation, the pump powered on normally and was exercised for 12 hours without any errors, alarms or warnings occurring. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.